Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an overdose did not occur. On (B)(6) 2013, the patient called the healthcare provider (hcp) with increased spasticity since a fall on (B)(6) 2013. The patient was using oral baclofen. On (B)(6) 2013, x-rays demonstrated that the distal segment of the catheter was out of the spinal canal with a questionable loose connection at the pump/catheter interface. A revision or replacement had not yet occurred. The patient delayed the surgery. A tentative surgery was scheduled for (B)(6) 2014. At the time of this report, the patient was awaiting pre-operative work-up.

Manufacturer narrative:
Evaluation conclusion codes no longer apply.

Event description:
Additional information was received from a consumer on 2016-dec-13. It was reported that at the time of the event, the patient was on a ventilator in the intensive care unit. The patient stated that the situation was resolved.

Manufacturer narrative:
The ¿life threatening¿ box should not be checked for this event. Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the events were further clarified. It was reported that on (B)(6) 2013, the patient was seen in the clinic due to withdrawal symptoms of increased spasticity. An x-ray revealed that the distal segment of the catheter was migrated out of the spinal canal (intrathecal space) and it appeared that the pump/catheter interface may also be loose. The physician prescribed oral baclofen at 20 mg 4x/day; cyproheptadine 4 mg 3x/day and valium (diazepam) 5 mg as needed. The patient was to return to neurosurgery for catheter repair. The pump dose was decreased (dose not reported). On (B)(6) 2013, the patient was seen in the ER (emergency room) and was found to have a uti (urinary tract infection). The oral baclofen was increased to 20 mg 5x/day. On (B)(6) 2014 the patient was seen in ER, she was afebrile, normotensive, normal "hr" (heart rate), but with spastic movement and it was unclear if she was in withdrawal. The patient was discharged to home. On (B)(6) 2014 the patient had "altered mental status" and went via ambulance to the ER (of another facility) and transferred to the managing physician¿s facility to the ICU (intensive care unit). She had overdosed on oral medications (utilized more than prescribed). The patient self-administered 20mg of oral baclofen at 24:00, 04:00, 06:00, 09:00, 12:00, 16:00, and 19:00 which equaled 140mg; plus she took 15 mg diazepam. She was admitted, ventilated, fluid bolused, and oral medications were stopped. These events were not related to the pump, but instead to an overdose of the oral medication. A chest x-ray showed left lung consolidation and she was diagnosed with pneumonia and treated with unspecified antibiotics. The patient also had sputum that was (B)(6) for (B)(6). A tte (transthoracic echocardiogram) showed an ef (ejection fraction) of (B)(4), cardiomyopathy with chf, at baseline. Carvidol, at an unknown dose and frequency, was resumed. The eeg (electroencephalogram) found no seizures and a MRI (magnetic resonance imaging) of the brain found no changes from the previous MRI (date was not reported). On (B)(6) 2014, the pump and catheter were explanted and replaced. As of (B)(6) 2017, the nurse practitioner confirmed all the events and noted that they were all resolved. No additional information was provided.

Event description:
It was reported that, on (B)(6), the patient went to her healthcare provider (hcp) to have in increase in baclofen because she was spastic. The hcp took pictures and discovered that the catheter had migrated out partially. However, as time went on, it came out completely. The patient was ¿pretty sick¿. It was thought that the patient was in baclofen withdrawal, but she was having an overdose. It was indicated that a patient fall in (B)(6) was likely the cause of the catheter migration. The patient fell on her buttocks from her wheelchair. The patient was scheduled for a replacement on 2014-(B)(6), provided that her pre-operative visit was good. The device system was used to deliver baclofen.